Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Atrial high rate episodes with apparent non-physiological noise oversensing seen on stored egms.

Event description:
It was reported that the patient experienced occasional dizziness. The clinician observed short atrial-atrial counts at various intervals. The morphology was not consistent with true p-waves, and was thought to be non-physiologic atrial noise. In addition, this noise could be reproduced in the clinic with provocative movements, and frequent mode switching was observed. The right atrial (ra) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.